Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the insulation damage was suspected to be due to how the lead was looped behind the implantable cardioverter defibrillator.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of "reduced resilience". Upon interrogation, the following issues were observed on the right atrial (ra) lead: low impedance; high impedance; loss of capture; oversensing and undersensing. The lead was partially explanted as it was not possible to explant the distal portion. After explant, the lead was found to have insulation damage. A replacement ra lead was implanted and no further patient complications have been reported as a result of this event.